Event description:
It was reported that an alarm failure was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device had a cracked bottom case (l bracket area) and right plunger case (on the side). Barrel clamp head stuck in open position. The pump event history showed a system failure: depleted battery error in history. The evaluation found a battery not working alarm at power up. The evaluation did replicate the reported issue. The cause of the reported issue was found to be a dead battery. The root cause of the reported issue was due to normal wear, battery was 3 years old. The technician replaced the battery. Performed power up process and all functional tests which passed.